Event description:
This supplemental report is being filed as the evaluation results codes and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this [product] was thoroughly inspected and analyzed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that shocking impedance on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had been gradually increasing and eventually reached greater than 125 ohms. No adverse patient effects or interventions were reported. The rv lead and this crt-d remained in service. Eventually, this crt-d was explanted due to normal battery depletion and was returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shocking impedance on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) had been gradually increasing and eventually reached greater than 125 ohms. No adverse patient effects or interventions were reported. The rv lead and this crt-d remain in service.